Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during passage of the cvc it was found that the guide is defective. The distal part is stretched at the moment of insertion and when trying to remove it, it gets stuck and it is observed curled and stretched.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during passage of the cvc it was found that the guide is defective. The distal part is stretched at the moment of insertion and when trying to remove it, it gets stuck and it is observed curled and stretched.